Event description:
A customer complaint was received that a screw on the patient's device detached twice. The patient swallowed the screw. The patient required an x-ray to confirm that the screw had not been aspirated. The patient was not injured. No other information is available at this time.